Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurost imulator (ins). The reason for call was rep reported that they were in a replacement case today and the new ins was malfunctioning and not functioning correctly upon opening it. Caller said they had to end up opening a new one. Caller clarified that a month ago they met with the patient to check their leads and get proof that they needed to do a replacement connectivity impedance check. Everything was green when they checked the leads again this morning with old system. They disconnected old implanted neurostimulator (kept existing leads) and hooked up the new one. All impedance values using connectivity check were showing red. They cleaned the leads and kept trying but the impedances were always red. One of the leads would only fit partially into 8-15 side of ins but the other lead did insert fully into 8-15 side. However, when imped were checked, they continued to be showing red. And they could not ever get it. They connected the old battery to existing leads impedances were all green. They kept trying to use new ins and screw it down, unscrew it, clean it, switch leads, etc. But impedances were always high so they opened a new battery. Caller confirmed that the second battery they opened was all green and imped were fine. Caller indicated that hcp commented that the leads went in just as normal and smooth as they should. It was reported the affected ins was going to be returned.